Event description:
It was reported that the patient was experiencing abdominal pain. It was also noted that the patients ipg was inverted causing difficulty charging. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.